Event description:
It was reported that female pt was found on floor in an upright position, buttocks on the floor, back against her bed and chin positioned between the mattress and upper side rail. No evidence of asphyxiation. No product failure. Bed was put back into service. Diagnosis at emergency department was that the pt suffered a massive heart attack, tried to get out of her bed and got caught.